Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was feeling fine. The cgm receiver was showing 100 mg/dl; however, 2 minutes later, it started showing 200, 300, 400 mg/dl, the patient did not check her bg values. Around 3:00 pm, she started shaking and went to the hospital. When she went to the hospital her cgm was showing high and the bg meter was showing ¿extremely high¿. She did not recall what occurred at the hospital, the patient was also hypotensive. The patient did not remember if medications were provided by the hospital. She stayed in the hospital for 2 hours and was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.